Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the new orders not crossing over. A technical support specialist (tss) dialed into the server and verified that services were up and running. Tss checked messages and were crossing over. Health sight viewer (hsv) showed no active directory (adt)/epic down error. Tss found that sampled patient appeared on station, confirmed the server had been rebooted an hour ago, likely by the customer¿s information technology (it) team. Tss informed the customer that messages were crossing over, and new orders should process. Tss explained that the earlier issue was due to the server being down during reboot. Customer understood and agreed to monitor stations for new orders. Tss confirmed that issue resolved as confirmed by the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server new orders did not cross over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.